Event description:
Powered eschelon flex 45 was inserted through a trocar for use. The device's power stopped midfire and manual overide did not work. Upon removal from the trocar and load was apart from the stapler. All parts were removed from the pt. Ethicon rep was notified.